Event description:
At 5 years 6 months from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon upsized the poly and implanted a lateralized glenosphere to prevent recurrent dislocation. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 jun 2025 lot 179983: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: reverse shoulder system 04.01.0174 glenosphere - ø42x27 170452) lot. 188492: (B)(4) items manufactured and released on 27-jun-2019. Expiration date: 2024-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.